Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed due to the part/lot information could be: lot number - 342850, expiration date - sep 30, 2016, manufacture date ¿ sep 8, 2006. Or the part/lot information could be: lot number - 439400, expiration date - sep 30, 2016, manufacture date ¿ sep 25, 2006. Or the part/lot information could be: lot number - 479650, expiration date - oct 31, 2016, manufacture date ¿ oct 4, 2006. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿nonunion or delayed union which may lead to breakage of the implant.¿ this report is number 3 of 4 mdrs filed for the same event (reference 1825034-2015-04270 / 04273).

Event description:
It was reported that patient underwent an initial right hip arthroplasty on an unknown date. Subsequently, the patient was revised four times, for unknown reasons on unknown dates. The patient was further revised on (B)(6) 2006 due to unknown reasons. Subsequently, patient underwent a revision procedure on (B)(6) 2009 due to dislocation, instability and a greater trochanteric fracture. It was further reported patient underwent a closed reduction procedure on (B)(6) 2011 due to dislocation. Patient underwent a revision procedure on (B)(6) 2011 due to recurrent dislocation and chronic non-union of the greater trochanteric fracture. During the procedure, it was noted the trochanteric claw plate was loose and two of the cables had broken. Patient underwent a hardware removal procedure on (B)(6) 2011 due to fractured trochanteric hardware as a result of patient noncompliance.